Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient did not have appetite yet. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), procedural pain ("pain") and decreased appetite ("no appetite"). The patient was treated with analgesics and surgery. At the time of the report, the hysterectomy and decreased appetite outcome was unknown and the procedural pain had resolved. The reporter considered decreased appetite, hysterectomy and procedural pain to be related to essure. The reporter commented: day 4 post op. I feel perfectly fine. (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.